Manufacturer narrative:
Concomitant medical product(s): 6721l, implanted: (B)(6) 2010; 4968, implanted: "(B)(6) 210." If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced a high rate non-sustained episode. It was noted that there was suspected electromagnetic interference. The rv lead remains in use. No patient complications have been reported as a result of this event.